Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) declared a 1003 code indicative to voltage too low for remaining capacity. As result the patient underwent a surgical intervention where the device was extracted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) declared a 1003 code indicative to voltage too low for remaining capacity. As result the patient underwent a surgical intervention where the device was extracted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.